Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred. The cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that approximately 7 hours after the completion of a right transcarotid artery revascularization (tcar) procedure, the patient experienced low function of left side extremities. A post operative computed tomography (CT) scan revealed the stent was patent. Additional information indicated that the patient experienced an embolic stroke. There was no reported intervention performed, and no blood pressure management issues noted.